Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the patient's blood glucose elevated to 200 mg/dl with symptoms of increased thirst. The patient's blood glucose went back to normal after treatment with insulin bolus via the pump and syringe. At the time of concern, the patient's animas insulin pump had some self-reboot issues. Troubleshooting revealed the battery cap and chamber was ok. This complaint is being reported because the patient reportedly had symptoms that can be suggestive of hyperglycemia around the same time the self-reboot issue began.